Event description:
Per the physician's report, this pt experienced fever in 2006. The following day she was dizzy, couldn't walk properly, and vomited. Once the dizziness and fever subsided, her parents brought her into the implant clinic where she was administerediv antibiotics. She had already been placed on oral antibiotics by a family practice doctor. A culture was taken from her ear (results unk. When the pt recovered, she was given her speech processor to use once again. However, the pt could no longer hear sound with her device. Her sound meassurements had changed from a mapping session 3 weeks prior. Currently the pt is being managed medically.